Event description:
It was reported that during a ptca/stent treatment procedure, the tip of the pt graphix guidewire fractured and remains in the pt. The physician initially performed a successful ptca/cypher stent placement in the pt's proximal right coronary artery. Subsequently, the left system was accessed via the left femoral artery with a 6fr sheath. A 6f cls 3.0 guide catheter was used to engaged the ostium of the left coronary artery. A bmw guidewire was not able to pass the high grade stenosis at the origin of the first obtuse marginal coronary artery. Subsequently, a pt graphix guidewire was used to cross the lesion and was placed in the distal marginal circumflex. Ptca of this lesion was performed with a maverick 1.5/20 mm balloon. An unsuccessful attempt was made to cross the lesion with a cypher 2.5/18 mm stent. A crosssail 2.5/20 mm balloon was used to predilate the lesion again. The cypher stent was reintroduced and with high pressure angioplasty was deployed. The pt experienced chest pain during this time, which was rapidly relieved by balloon deflation and administration of liberal amounts of intracoronary nitroglycerin. Follow up angiography revealed the stented area to be widely patent. A 75% stenosis remained in a long, tubular segment of the second obtuse marginal artery. A bmw wire was reintroduced and placed in the distal portion of the second obtuse marginal artery through the interstices of the cypher stent. This segment was initially predialted with a crosssail 2.0/18 mm balloon, but the stent was unable to cross the lesion. Re-dilation was performed with a crosssail 2.5/20 mm balloon followed by successful deployment of the cypher stent after adjunctive high-pressure balloon angioplasty. Excellent results were obtained. Subsequently, it was noted that the very distal tip of the pt graphix guidewire had fractured in a small branch vessel of the first obtuse marginal, and a second tiny fragment was seen very distally. Timi 3 flow was documented through the entire vessel. The pt remained hemodynamically stable. Consultation with two other specialists resulted in the determination that in view of the excellent stent result and normal flow pattern, no further intervention was necessary and the pt should be treated medically. The pt remained asymptomatic with a normal EKG and was taken back to the recovery room in stable condition. Current pt status remains stable.